Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: a review of the pump black box revealed cs 054 alarms on the day of the complaint, however this was not duplicated during the investigation. The pump was run on a 24 hour basal program using a test cap. The pump was opened and an inspection was performed on the power circuit with no defects found. There was no moisture found internally. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.